Manufacturer narrative:
(B)(4). The customer reported that the device was discarded. The lot number was not provided. A f/u will be submitted with all relevant info.

Event description:
Device issue: balloon rupture. Time of device issue: during the procedure. Adverse event: none. It was reported that during dilatation in an unspecified vessel, a syringe was used to inflate the foxcross balloon and rupture occurred at unspecified pressure. No adverse pt effects were reported. Though requested, no add'l event or pt info is available.